Event description:
Paperwork sent with the explanted device indicated that it was explanted in 2007 due to incorrect electrode placement which caused facial nerve stimulation. The pt was reimplanted with a new implant during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.